Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported that they used a pulmodyne bitrac ed mask that is used for a o2 max CPAP delivery system and not intended for the v60 ventilator. It was reported that it was a "regular" CPAP mask. The exhalation port test was not performed. A patient with a history of pneumonia was being treated with non-invasive ventilation on a v60 ventilator and after four to five minutes desaturated and required intubation. The patient was admitted for acute respiratory distress syndrome (ards) and needed to be transferred to another facility due to the severity of his condition. The customer reported that the patient could not have been supported by niv on a v60 due to the severity of the ards. It was also reported that the v60 or the mask were contributing factors to the patient being intubated.

Manufacturer narrative:
Date of report: 22aug2018. (B)(4). Date of manufacturer: 9jul2018. During follow-up with the risk manager, it was reported that there was allegation of malfunction of the v60 ventilator. The ventilator remains with the customer and in clinical use. No additional information at this time.